Event description:
A report was received that the patient underwent a revision due to pain and discomfort at the ipg pocket site. The physician relocated the ipg to the left. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.